Event description:
It was reported that the patient stated that "her implant was moving around inside and it really hurt." It was noted that this began a couple of days ago. The patient stated that she had been lifting heavy dressers and a television. The patient further stated that her lead was moving as well. It was noted that the patient had been having accidents since the implantation of the device and her over active bladder had gotten worse. The patient was also beginning to have acute pain while urinating. About 10 days later, the patient stated that "she rolled out of bed last night and fell really hard on the implant." The patient noted that "the internal neurostimulator (ins) site hurt really bad." The patient was unsure if the device was working. The patient stated that she "felt a slight tingling in the bicycle seat area, however it hurt." The patient stated that "she did not have her patient programmer with her, but it hurt too much to go and get it." The patient had a scheduled appointment with her physician on (B)(6) 2012. The patient stated that she would adjust the stimulation or programs later to determine any changes. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID:3889-28, lot# v723758, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).